Manufacturer narrative:
Device evaluation - the reported event of red heart alarms was confirmed based on the information recorded in the log file. The returned system controller log file contained approximately 2 days of events. The information recorded in the log file revealed four episodes of speed reductions to 0 rpm, accompanied by low speed hazard, motor stopped and driveline disconnect alarms. In addition to the alarms mentioned above, there was a no external power alarm followed by a power reset recorded during some of these episodes. The returned system controller was functionally evaluated and found to operate as intended. All audio and visual signals were verified during the testing. The returned system controller was operated while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient had low flow red heart hazard alarms that were visible on the system monitor. The patient's vitals were stable and the patient was asymptomatic. No visable or auditory alarm was present on the system controller. The patient was exchanged to the backup system controller. The log file contained ~4 present disconnected events and ~3 low flow hazard events.